Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2410302; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515056 . Batch#: 2410302. Verbatim: "I wanted to bring another issue to your attention that occurred today while withdrawing 36.2 ml of carboplatin from a multi-dose vial. As I was making adjustments to remove excess volume and an air bubble (syringe volume was at 36.5 ml plus a large air bubble), I had to reattach the syringe to the vial approximately four times. On the final detachment, I heard a crack or pop, and the n-40 injector detached from the syringe, leaving an open exposure in the bsc. Fortunately, I was able to immediately reattach the n-40 to the syringe without any apparent issue. However, I did not to send this syringe to the floor, as I was uncertain whether the failure was due was in the n-40 component or the syringe itself. To avoid wasting the drug, I performed a syringe-to-syringe transfer using a c35, and everything proceeded without further incident. While no one was harmed, I wanted to ensure bd is aware of this occurrence."